Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing leakage.

Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. Evaluation revealed a separation in the bladder of cylinder 2, adjacent to the cylinder base. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a burn-like mark at the site of separation, indicating contact with cauterizing instrumentation. No functional abnormalities were noted cylinder 1. Evaluation revealed a separation in the reservoir inlet tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a group of uniform striations, indicating contact with unshod instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tubing occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. The information received indicated there was tubing leakage; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.